Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry with clear surgical residue in a lens case/vial. Visual inspection found the haptic bent and foreign fibers on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk ,dates of report: unk, utensils: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order (s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contribute to the complaint issue. (B)(4).

Event description:
The reporter indicated that a vticm5_12.6, -10.50/1.5/082( sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) and the patient experienced refractive surprise. The reporter stated "patient is restless and worried about not seeing satisfactorily." Lens remains implanted. Surgeon believes the lens was badly labeled at the factory. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated that a vticm5_12.6, -10.50/1.5/082 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019 and the patient experienced refractive surprise. The reporter stated, "patient is restless and worried about not seeing satisfactorily". On (B)(6) 2019 the lens was explanted, and a replacement lens was implanted on the same date. It was reported that the replacement lens resolved the problem. Doctor is satisfied with the new result. Claim#: (B)(4).

Manufacturer narrative:
It was reported that on (B)(6) 2019 a new lens was implanted and the patients condition is satisfactorily. Patient code 3191: secondary surgical intervention, explant. Claim#: (B)(4).